Event description:
It was initially reported that the patient has passed away, but no further details were made available. It was only known that it was of "natural causes." No further details have been made available on the issue. A search performed in the manufacturer's programming history database showed that the last known diagnostics was performed on (B) (6) 2008, which were with normal limits. The patient appeared to have been seen on this date per the database. The device was not at an eos at that time. Good faith attempts to obtain additional information have been unsuccessful to date as the physician is unable to provide any further details on the issue.